Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a robotic assisted supracervical hysterectomy, bilateral salpingectomies and cystocopy procedure for the removal of uterine fibroids. Following the surgery, a pathology examination was performed and she was diagnosed with leiomyosarcoma.